Event description:
It was reported that the insulin gauge was inaccurate. Customer declined to further troubleshoot with tandem technical support, and continued to use the pump for insulin therapy. Customer¿s blood glucose level was 328 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.